Event description:
It was reported that the patient presented in-clinic for follow-up. Patient had received inappropriate therapy due to noise in the past. Externalized conductors were noted via fluoroscopy. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.